Event description:
The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of one of the backup battery cover screws on the heartmate 3 system controller being damaged was confirmed during evaluation of the returned controller. The returned controller, serial number (B)(6), was visually inspected revealed one of the screws used to secure the backup battery cover had broken off. The remaining screws were able to secure the backup battery cover to the controller. The controller passed functional testing and successfully operated in a mock circulatory loop for an extended period without any issues or atypical alarms. The account submitted a photo of the controller which also confirmed damage to one of the backup battery cover screws. The provided information indicated an intensive care unit (ICU) cover was placed on the controller, and the controller was later exchanged. A manufacturing analysis task was completed to further investigate the issue of damaged screws. Although a manufacturing-related root cause was not identified, improvements to the manufacturing process and screw specification were initiated. A root cause for the reported event was not conclusively determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook, are currently available. Section 2 of the IFU, entitled ¿system operations¿, provides instruction on how to replace the backup battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the system controller screw broke after inserting the emergency backup battery (ebb). An intensive care unit cover was placed on the system controller. The controller was exchanged.